Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported, the customer had issues with the serter and was in the hospital already. Customer has attempted to insert three times and wasn't working correctly. Sensor gets stuck in it and was unable to remove the sensor manually. No sensors were broken. Customer's blood glucose was 8.9mmol/l. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.